Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer had very slow boot sequence and intermittently booted to a system error; mpu (main processor unit) found out of electrical specification. Analysis also found the ECG (electrocardiogram) connector was creaky and the keyboard was pulling apart. (B)(4)

Event description:
It was reported programmer was unable to consistently boot and very slow. The programmer was returned for repair. No patient complications were reported as a result of this event.